Manufacturer narrative:
Additional information was provided by the site on 9/21/2016. The patient presented to the hospital on (B)(6) 2016 with a two day history of fever. Blood cultures were drawn and ceftriaxone and azithromycin were initiated empirically. The patient was advised to stay in the hospital but did not agree and was discharged on (B)(6) 2016 after being informed of risks. The patient was then re-admitted on (B)(6) 2016 after 2 of 2 blood cultures grew gram positive cocci. It was later confirmed as recurrence of strep viridans. Transesophageal echocardiography (tee) and tagged white blood cell (wbc) scan were performed with negative results. Dental consultation was negative for oral infection. The source of the infection could not be conclusively determined. The patient was discharged on (B)(6) 2016 on intravenous antibiotics for six weeks and then oral amoxicillin for chronic suppression. He appeared to recover completely from the infections and has not been hospitalized since. No further information could be provided. With review of the available information there is no indication of any device malfunctions or performance issues that may have contributed to the reported event. The clinical team also reported that they did not believe the reported event of bacteremia to be related to the device or procedure; rather was more likely related to patient condition. In addition, individuals with compromised immune systems and/or treated with multiple antibiotics are more susceptible to infection, sepsis and bacteremia. The strep viridans bacteria are most commonly found in the mouth, gut, and the genital region and a definitive source was unable to be determined despite performing multiple diagnostic tests. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. Upon further review of the complaint, the event has been determined to be non-reportable. There is no evidence or allegation of a relationship to the implant procedure or device. No further follow-up attempts will be made as all available and relevant information has been provided. Final regulatory reports have been created with due date of 10/21/2016 to unreport the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient had streptococcus viridans bacteremia. During this hospitalization, the patient was seen by infectious disease (ID) who recommended transesophageal echocardiography (tee) and tagged white blood cell (wbc) scan in an attempt to determine source. The patient underwent tee on (B)(6) 2016 which was negative for vegetations. Tagged wbc scan was conducted on (B)(6) 2016. The patient was put on ceftriaxone 2 gram daily for six weeks followed by amoxicillin 500mg twice a day indefinitely for suppression. The event reportedly resolved in five days. The event was deemed by the site as unrelated to the lvad procedure and system, and related to patient condition. No further information was provided.